Event description:
The pt reported that subsequent to the implant of a protegen sling for treatment, pt currently suffers from sharp pains in the pelvic region, numbness in their lower body, vaginal bleeding, vaginal dryness, and urethral damage. The device remains in the pt. Therefore, no failure analysis is available. Without evaluating this device, co is unable to determine if the device met specifications, and co is unable to determine the specific relationship of the device to the event.